Event description:
It was reported that caller experienced malfunction alarms identified as alarm 2 followed by alarm 26 associated with an occlusion event that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge, then resumed insulin, and since there were no frequent or recurring occlusion issues and no further assistance was needed, technical support closed case.